Event description:
On 3/3/97, the dr contacted the MFR's sales specialist with the following concerns involving the MFR's device. The dr stated that he was checking the supplies prior to changing the device body and connect the catheter with a universal barbed connector and noticed that the package for the barbed connector states that it is for use with a 0.4 mm-0.6 mm catheter. The device catheter is 0.76 mm. The dr decided that the barbed connector looked too small for the device body catheter even though the MFR's hosp price list states it is for use with a 0.4mm-0.6 mm and 0.8 mm catheters. The surgery was cancelled. No further details were provided at this time.